Event description:
Additional information from the rep reported there were no error codes present when the ins could not turn on. It was noted that the explant date was the same date as the reimplant, (B)(6) 2016. The cause of the ins being turned off and not turning on was not determined. The patient did experience symptoms, however it was not clear and information was not available as to what the symptoms were. There were no diagnostics or troubleshooting performed. Replacing the ins did resolve the issue. The patient outcome was noted to be good. The ins was "robbed" so it would not be returned.

Manufacturer narrative:
(B)(4).

Event description:
Information from a manufacturer representative was received regarding an implantable neurostimulator (ins) that couldn¿t turn on. The ins was implanted in (B)(6) 2013. In (B)(6) 2016, it was at 2.71 volts. On (B)(6), the ins was found off at 6:30 am with 2.26 volts and could not be turned on. The ins was programmed at 3.4 volts, 90 microseconds, and 130 hertz. It was unknown what factors may have led or contributed to the issue. It was also unknown what interventions or actions were taken to resolve the issue. The issue was not resolved. It was asked if a surgical intervention was planned, but was unknown.